Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that before use on a patient, the cardiosave intra-aortic balloon pump (iabp) displayed autofill failure. There was no patient involved reported.

Manufacturer narrative:
A getinge field service technician (fst) was dispatched to evaluate the unit. The fst replaced the pneumatic module assy, rohs (d997-00-1178) to resolve the issue. The failure analysis and testing dept. Received part number 0997-00-1178 with a reported unit failure of an autofill failure with k10 being defective. The fat performed a visual inspection and found the part to be in good condition. The fat installed the pim in cardiosave test fixture serial number ca204341l1 and tested the part to factory specifications per the cardiosave service manual part number 0070-00-0639 revision r. Failed the pim membrane leak test. Confirmed the reported failure but no root cause identified. Retaining the part in the failure analysis and testing department per procedure number 0002-07-d008 rev. As.

Event description:
N/a.